Manufacturer narrative:
H6: code c19 - a review of the manufacturing records indicated the lot met all pre-release specifications. H6: code b20 -the device remains implanted and was therefore not available for engineering evaluation by gore. Engineering evaluation summary: the gore® tag® thoracic branch endoprosthesis side branch (sb) device evaluation for (B)(4) showed the following: the device was not returned. One image of the sb was provided. The image showed separation of the catheter at the overmolded transition. No damage nor abnormalities on the distal shaft or olive were observed. The findings of the evaluation are consistent with the reported event description, which stated ¿the trailing end of the side branch catheter broke off¿. No root cause for the observation of transition separation from the dual lumen could be identified. The event description indicated that a use error of using a 4fr catheter may have contributed, however, there was also an indication of a manufacturing bond deficiency contributing. The failure mode identified with the tbe sb catheter may be attributable to the supplier manufacturing process. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following was reported to gore: on (B)(6) 2026, patient underwent an endovascular procedure to treat a thoracic aortic aneurysm utilizing a gore® tag® thoracic branch endoprosthesis (side branch). Reportedly, the catheter separated on the side branch component after implantation due to the tip of a 4fr cxi catheter, which was stuck in olive tip of the side branch catheter and it is possible that this created resistance which they felt and before physician realized they were stuck together. The trailing end of the side branch catheter broke off with the cxi catheter in the olive tip. Physician cut the hub off the cxi catheter from the radial sheath and advanced that to push the olive into the 26fr sheath and then out through the valve safely. The patient tolerated the procedure.